Event description:
Clinical Narrative:An Impella 5.5 device was inserted into the right axillary/subclavian artery in a 72-year-old male patient presenting in heart failure/cardiomyopathy, in Society for Cardiovascular Angiography & Interventions (SCAI) E shock, on extracorporeal membrane oxygenation (ECMO), on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. The patient's comorbidities are unknown.While the patient was in the intensive care unit (ICU), the patient pulled the Impella white cable and the plug came out of the Automated Impella Controller (AIC), which caused a pump stop. After reconnecting the plug, the pump did not start again. After two attempts to restart the pump, the AIC was exchanged, but the same issue occurred. A decision was made to remove the pump. The patient remained hemodynamically stable before and after the event. Blood pressure noted to be 120/84.After nine days on support, the device was removed and the patient continued on ECMO support. The post-procedure outcome is survived at explant. While on support, the Impella functioned at P-7 at 4.2L/min as intended with D5W Sodium Bicarbonate in the purge solution.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 CFR, Part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by Abiomed Inc, or its employees that the report constitutes an admission that the product, Abiomed Inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.